Event description:
A physician reported a pt who was treated with two formulations of collagen on 12/10/97 in the infraorbital area, nasolabial folds and upper and lower vermilion border. The patient had an office visit on 1/16/98; she had erythematous nodules at the infraorbital and nasolabial fold treatment sites. The chart did not indicate when the pt developed symptoms. The physician believed the pt had a hypersensitivity to collagen and did not plan to treat her with collagen again. He prescribed topical vitamin k and arnica cream to apply to the erythematous nodules and oral pycnogenol.